Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Manufacturer representative reported the communicator light did not flash when trying to connect. Technical services (ts) had rep do a reset on the communicator. Rep was able to connect fine after reset. Issue resolved on the call with communicator reset. The reason for call was patient reported they were unable to connect to their implanted neurostimulator with their communicator. Patient stated they had been trying to connect for an hour and the communicator kept turning off. Patient said they had charged the communicator all night last night. Patient stated the lights would flash blue and green and then turn back off right away. Patient stated they saw not found message. Agent walked patient through resetting communicator by pressing and holding the power button until the lights turned off completely. Patient toggled bluetooth off and on and airplane mode on and off. Patient was then able to successfully connect and turn therapy back on. The troubleshooting steps that were taken on the call resolved the issue. Patient (pt) called back to say the issue is occurring again and this is the third day in a row this is happening. Agent attempted to have pt close all apps on handset, place handset in airplane mode, reset the communicator and take the handset out of airplane mode. This did not resolve the issue. Agent realized after the intial call had ended that the agent did not advise the pt to take the handset out of airplane mode on the intial troubleshooting attempt. Agent called the pt back and the same steps were taken though this time correctly and the issue did not resolve. Agent submitted request to repair to replace the communicator. Two call recordings. Patient called back and stated that they called today regarding their communicator. Patient said that they need to turn off the therapy as they are feeling pain and when they lay down they feel tingling and it was very strong. Patient said that they have pain medication. Agent walked the patient through in accessing the recharger application to turn off the therapy. Patient successfully turn off the therapy. Patient called in stated that they were able to receive the replacement communicator and they do not know if they should hook it up to the phone now. Patient also stated that it is currently charging as of the moment since it does not have enough battery. Patient would also like to know how to pair the new communicator to connect to their implant. Agent reviewed information to the patient and mentioned that they can just keep the communicator out while charging and advised to contact us back once the communicator has an enough charge to walk them through pairing. During the call patient received both a replacement communicator and handset. Patient preferred to use the replacement handset. Patient was getting not found on mystim rc on the replacement handset. Patient mentioned they charged the implant last night and when they lied down they got bad tingling or pain down in their legs. During the call agent tried pairing the recharger to the replacement handset. Patient tried to unpair the recharger from the old handset but due to getting stuck at connecting or connecting to recharger even though the recharger was turned off, patient decided to just use the old handset instead. Patient was stuck on the connecting screen on mystim rc. Patient restarted the old handset and replacement communicator. Patient was able to get to the therapy screen. Implant was at 70% and communicator was at 100%. Patient was nervous turning their therapy on. Patient turned the therapy on and they were feeling tingling on their back and legs. Patient was on group a and decreased stimulation from 3.9 to 3.7. Patient had a headache during troubleshooting and was in pain. Agent closed case.